Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were reviewed by a healthcare professional. Revision surgery notes state that femoral component was noted to be grossly loose. Tibial plate and patella component were found to be well fixed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Approximately 3 years post-op, the patient was revised due to pain and aseptic loosening of the femoral component. During the revision the femoral component was found to be grossly loose, the patella and tibia were well fixed and retained. The femoral component was revised without complications. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown tibial component - unknown. Unknown - unknown articular surface - unknown. Unknown - unknown cobalt cement - unknown. Unknown - unknown tibial stem extension - unknown. Unknown - unknown patella - unknown. H6: mechanical (g04) - femur. Attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.